Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received per social media that the patient underwent an explant procedure due to the scs device was not working. No further information could be obtained.